Manufacturer narrative:
Concomitant product(s): information references the main component of the system and other applicable component is: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that desktop charger had a broken connector pin and the metal tip came off. Patient mentioned that they couldn't use the ins at the moment because it was dead and they needed it because it really helped them. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found that it had a broken connector pin. All fdm and fdr codes apply to the desk top (B)(4). (B)(4) now applies to the desktop charger (B)(4). If information is provided in the future, a supplemental report will be issued.